Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. Bd luer-lok¿ hub the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: when the safety needle is activated, the needle breaks on the port.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the photo. The photo showed that the cannula had detached from the needle hub. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. Bd luer-lok¿ hub the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: when the safety needle is activated, the needle breaks on the port.